Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 1 in auxiliary 2 had damaged slides. The field service engineer replaced slides to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system auxiliary a1 and auxiliary a2 drawer 1 rails were failed. The field service engineer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.